Event description:
It was reported that the patient presented for follow-up with loss of capture exhibited by the left ventricular lead. It was determined that the lead had dislodged and pulled back into the coronary sinus. The lead was explanted and replaced. The patient was stable prior to, during, and after the procedure.

Event description:
New information received notes that inappropriate atrial and ventricular sensing was exhibited by the left ventricular lead.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and device sensing problem. As received, a complete lead was returned in one piece. The reported events of failure to capture and device sensing problem were not confirmed. Visual examination of the lead did not find any anomalies. Electrical tests did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.